Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 21, 2024.

Event description:
Per the clinic, the patient experienced discomfort and pain/non-auditory sensations with device use. Subsequently, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 22, 2024.